Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. The customer previously returned the device to the bench for the same issue and the battery pca was replaced.

Event description:
It was reported to philips that the device is failing to detect the battery. There was no reported patient involvement.

Manufacturer narrative:
(B)(4).